Event description:
It was reported that the patient had been hospitalized. The patient's blood glucose levels reached an unknown level while wearing the pod for an unknown amount of time. There was no information provided on the patient's status at the time of the call. Three good faith effort attempts were provided but no new information was given.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. .